Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.concomitant medical products : 5092-58 lead, implanted: (B)(6) 1999.

Event description:
The lead was returned from a funeral home post mortem and subsequently tested out of specification. The cause of death is coronary artery disease and is not related to the out of specification finding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.